Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl and a large ketone level identified as dangerous. The cause of elevated bg was unknown, however customer's health care provider believed customer had an unspecified virus, and suspected illness to be a potential contributing factor to elevated bg. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.